Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on march 23, 2022.